Event description:
Customer reported the panorama central station's display shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a replacement display. Unit was tested to factory's specs.